Event description:
This x-ray system stops during fluoro with no x-ray. The system needs to be restarted to solve the problem.

Manufacturer narrative:
Method, results, and conclusions codes: the investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.